Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, (b, and the reported events could not be conclusively determined. It was reported through the patient outcome that the patient expired due to ventricular tachycardia, right ventricular dysfunction, and hemodialysis dependent acute kidney injury. Multiple requests for additional information, including product return status, were sent to the customer; however, no response has been received at this time. The hm ii lvas IFU lists cardiac arrhythmia, right heart failure, renal failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome the patient expired due to (vt) ventricular tachycardia /(rv)right ventricular dysfunction/(hd) hemodialysis dependent, (aki) acute kidney injury.